Event description:
A report was received that the patient's midline incision will not heal properly and to protect against infection the physician explanted the ipg and leads.

Manufacturer narrative:
A returned product analysis indicated that the devices passed visual inspection. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient's midline incision will not heal properly and to protect against infection the physician explanted the ipg and leads.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-1110-02 serial#: (B)(4); model description:ipg kit (without pull-through tunneler); model#:sc-2218-50 serial#: (B)(4); model description:st linear lead, 50cm with pre-loaded 0.014 inch stylet.